Event description:
Customer reported overinfusion of cardizem (diltiazem). Cardizem 125 mg bag (1 mg/ml) set up as primary infusion was infusing at 5 ml/hr at 21:48 ((B)(6) 2011) when the pt was transferred to ccu with heart rate in the 40's to 60's. Nurse recalls bag being full. Rate decreased to 3 at 23:43 because hr was 50-60 and drip was supposedly stopped at 01:16 am ((B)(6) 2011) because hr remained low. Customer's report stated the cardizem was capped at this time, and lines changed around because the pumps were beeping for undisclosed alarms. Pump channels were not opened at this time; nurses reported only using pause/restart or restore. Bp was stable, respirations 12-14. Approximately 01:45 cardizem bag was found empty. The saline line was found capped off with a dead ender cap instead of the cardizem line. Hr remained low with lowest rate at 37 at 02:49. Calcium gluconate 2 gm was given at 05:22; pacer patches were applied, but pacing was never required. Hr was up to 50 at 11:00 am and remained in the 45-55 range the rest of his stay including when he was discharged. Bp remained stable. Facility suspects the wrong line may have been capped off (IV fluids instead of cardizem) and cardizem may have been mistakenly increased to 100 ml/hr. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 04/20/2011. (B)(4). This report was filed by the manufacturer. Pump module and pc unit have been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.